Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system became septic. It was noted that the patient had previously been feeling unwell and experienced a syncopal episode. As the patient was falling, her husband reached for her arm, and tachy therapy fired off. It was determined that the leads exhibited changes in sensing/capture and pacing inhibition secondary to lead dislodgement. Subsequently the leads were explanted and replaced. The crt-d remained implanted, and a new crt-d was implanted as well. Now the lead measurements were impacted by fluid build up. The patient was referred to the physician about next steps, and it was noted that the patient may also require time to heal and for fluids to dissipate first. This crt-d remains in service. No additional adverse patient effects or interventions were reported at this time.